Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient missed a refill for (B)(6) 2021 and the pump was now alarming. It was noted that week after missed refill date, alarm started single tone, and now pump is alarming dualtone. The caller stated that the patient was complaining about a pulling sensation coming from the pump.